Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned devices. The tube sheath was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws cut the appropriate test media without difficulty. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the damaged sheath. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. No abnormalities were noted for device one. Device two and three had damage to the sheath just proximal to the jaws. Engineering determined that excessive force or leverage was applied to the devices, resulting in damage to the clevis boot. Replication of damaged sheath condition may occur due to extreme handling during the application. Typically, this type of condition is observed in this unit when an excessive force or leverage is performed on the device while retracting the clevis assembly during usage. As results of the excessive force and the damaged observed in the clevis the jaws will lose the force to open. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, during a lap chole, the grasp has been broken on the movable side. It happened during the preparation for a surgery. A gall bladder surgery was planned. The grasp could not have been used during the surgery anymore. The jaws were not able to be opened properly. Another 2 grasps (with the same lot number) could not have been opened during the surgery (intraoperative use). It has been noticed during a surgery (gall bladder), that it was impossible to open the jaws properly. No damage or blood loss has been caused. A new device was used to continue the procedure.